Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the helix was extended and retracted several timesdue to positioning difficulty of the rv lead. It was also reported that the helix would not extend following several rotations. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned in segments, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.